Manufacturer narrative:
Additional information received on 9/10/2019, indicated that the patient underwent bilateral removal and replacement; as follow: left replaced with catalog number 3501640, serial number (B)(4), and right replaced with catalog number 3501640, serial number (B)(4). The report also indicated seroma in the right side which captured in manufacturer report number 1645337-2019-21055. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile, 275cc saline breast implants which the left side deflated after implantation. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation: during evaluation of the sample a tear was observed on the posterior aspect measuring approximately 0.3 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).